Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cartridge leak issue. The patient stated that the cartridge leaked inside of the cartridge compartment. The leak was noted when the patient turned the pump upside down and insulin poured out of the cartridge compartment. The patient stated that the cartridge was prepared per instructions for use and noted no irregularities with the cartridge or packaging prior to use. The issue occurred with one cartridge only. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a leak in the cartridge can result in under delivery.